Manufacturer narrative:
At this time the device has been requested to be returned to orthalign for evaluation by an orthalign engineer. If the device is received an investigation will be conducted to confirm the complaint and determine a root cause fi possible. Upon completion of the investigation a follow up report will be filed detailing the conclusion. No further action required at this time.

Event description:
A small burr was found on the shaft of a new microblock. Another microblock of the same lot was checked and it also had a burr.

Manufacturer narrative:
The part was not returned to orthalign for an investigation but in house parts from the same lot with the same burr were investigated by an orthalign engineer. The complaint was confirmed and the issue was found to be due to a machining defect. Orthalign followed up with the vendor and updated inspection plans to inspect for this manufacturing defect and documentation was updated to identify as a new risk. No medical event occurred where a burr fell into a wound and the medical benefits outweigh the residual risk. No further action required at this time.

Event description:
A small burr was found on the shaft of a new microblock. Another microblock of the same lot was checked and it also had a burr.